Event description:
It was reported that the patient presented with dyspnea with positive blood culture of pseudomonas bacterium. The patient also experienced filling defect upon the wall of the proximal segment of the outflow cannula. The submitted log files did not contain attribute which would lead to suspect obstruction. It was recommended to look into clinical indications that may confirm the presence of obstruction. Computed tomography (CT) was performed to exclude kinking or thrombosis in the inflow and outflow cannulas. The inflow cannula was positioned in the apex of the left ventricle, directed toward the anterior ventricular wall. No thrombotic (clot) material was seen on or around it. The outflow cannula showed a newly developed, fairly well-defined small hypodense filling defect along the wall of its proximal segment, which partially narrowed the lumen but did not produce significant obstruction, and its appearance was most consistent with external compression from a collection within the bend-relief area rather than a clot inside the cannula. The cardiac structures demonstrated a dilated left ventricle, while the ascending aorta, aortic arch, and thoracic aorta were normal in size with no evidence of plaque or dissection, and the main pulmonary artery with its central branches appeared of average size. Extra-cardiac findings included visible median sternotomy stitches and multiple reactive mediastinal lymph nodes, with both lungs remaining clear and showing no signs of infection or fluid collection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.